Manufacturer narrative:
The device remains in the patient, so the device was unable to be assessed. MRI and lumbar x-rays have not provided to the manufacturing facility. A DHR review was performed for the complaint device lot, and there were no manufacturing anomalies identified. The device lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 09/20/2022. It is unknown if the system implant was damaged post-operatively. Post-operative implant malfunctions are listed as a possible adverse event related to implantation of the device in the system IFU. The system IFU warns, "surgery may not reduce the preoperative pain experienced" and "failure of the fusion to heal or spontaneous fusion." There have been zero other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this product family for complaints from the field.

Event description:
The manufacturer was made aware of this adverse event on 11/21/2024. It was reported that a patient underwent decompression and implantation at l4/l5 on (B)(6) 2024, and had subsequent back pain documented on (B)(6) 2024. Lateral lumber x-rays were performed and it was noted there may be progression of spondylisthesis indicating instability. The surgeon discussed the option to remove the possibly failing device and perform fusion if necessary, although no decision or revision procedure has been made yet. New MRI and lumbar x-rays were ordered. No additional information available.